Event description:
The customer alleged no audible alarm during pre-patient setup. The customer's biomed department inspected the device and verified no audible alarm. The customer's biomed department tightened the connection from the alarm assembly to the wire and the vent alarmed appropriately. The unit passed extended self testing. No parts were replaced and there was no pt involvement.